Event description:
Customer called to report that unicel dxc 800 synchron system displayed an unrecovered modular chemistry (mc) probe obstruction error. Customer stated that upon flushing the probe, a leak of approximately 10 milliliters was noticed under the probe. Customer believed the source of the leak was the transducer. On the following day, the field service engineer (fse) inspected the instrument and found that the instrument displayed an obstruction error after the mc probe transducer was replaced and a calibration was performed. The fse noticed a fibrin clot in the electrolyte injection cup (eic), and removed the clot. Customer stated that no patient samples or results were affected, and that no one was harmed or exposed to the leak. Please note: during priming, the fse also noticed that the new clot detector was leaking, so the fse replaced the clot detector and the probe. This event was reported as medwatch #2050012-2011-07494 (beckman coulter, inc. Report identifier (B)(4).)

Manufacturer narrative:
A subsequent report relating to additional onsite service was filed based on the same event as medical device report #2050012-2011-07494 (beckman coulter, inc. Identifier (B)(4)). (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)